Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 48 mg/dl, which was treated and the customer was feeling fine at the time of the call. The customer stated that there was moisture visible under the screen of the insulin pump and the customer had bumped the device the day of the call. The discontinuation of the device was advised. Nothing further was reported.